Manufacturer narrative:
Argus case (B)(4).

Event description:
The glue chokes me [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip extra care (zinc free formula)) cream (batch number 5e4u, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip extra care (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care (zinc free formula), the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with super poligrip extra care (zinc free formula) was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. The reporter considered the choking to be related to super poligrip extra care (zinc free formula). Additional information: adverse event information was received on 8 may 2020 via call center representative. Consumer reported that, "I used poligrip have a trouble with the glue chokes me and I can't get it off my mouth, stick the roof of my mouth and I can't get it out."